Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had keypad anomaly. The blood glucose level was unknown. The customer stated that down arrow was not moving properly. The customer also stated that buttons were not responsive. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. No damage to the keypad assembly noted. During visual inspection, found the keypad connector on electrical board was properly locked. Device passed displacement test. Pump error 63 alarmed during self test and device trace download confirmed pump error 63 due to broken trace at pin on keypad assembly. Device received with same audio tone when switching from volume 5 to volume 1 due to electronic defect.